Event description:
Reportable based on the device analysis completed on 29sep2025. It was reported that the device could not cross the lesion. The 80% stenosed target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A 15mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon could not cross the lesion. The procedure was completed with rotablation. There were no patient complications reported post procedure. However, device analysis revealed that the blade was lifted.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Examination of the hypotube identified no issues. No kinks or damages shaft polymer extrusion. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. A microscopic examination of the blade segments identified less than 1mm of a blade lifted at the proximal end of a mid-blade segment. No issues were noted with the remainder of the blades or blade pads. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage.